Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found: front cover had multiple scratches and a dent on the top, water tank cover was cracked and broken on all four corners, pcb was missing all the led's, quick connect was corroded, heater was corroded, missing reflux plug, line cord was discolored and worn, plate clip was contaminated. Functional testing found the numbers on the lcd were missing pixels and the water tank cover leaked. Root cause was attributed to the printed circuit board (pcb) and water tank cover. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Pcb and water tank were replaced.

Event description:
It was reported that the device had displaced plate numbers making them not readable. The device also leaks. No customer damage was found during testing. Patient involvement is unknown.